Event description:
The customer reported that the pump battery was not charging despite using a tandem charging cable and various wall adapters. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer on alternative solutions, and when these did not resolve the issue, they arranged to replace the pump. The customer was informed on how to use backup therapy to ensure uninterrupted insulin delivery and was guided on returning the pump in storage mode.